Event description:
The back part of the light exploded and flew off almost blinding the rptr and a pt. The rptr stated that the screw on the top of the light that allows it to move is too thin. The light is able to go around in circles which frazzles the wires and causes a short. The rptr also stated that the company is not backing up its service. He feels that the light should be recalled. He is also experiencing problems with the light going on and off.